Event description:
It was reported that the patient had baclofen withdrawal ¿a while back¿ with the patient¿s first pump. The reporter stated that it was ¿plus or minus 2 ratio when the alarm went off and the patient was sitting in the hospital for two days before the healthcare provider (hcp) determined what was going on.¿ the pump was used to deliver baclofen. Interventions, patient symptoms, or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l70870, implanted: 1999-(B)(6), product type catheter. (B)(4).